Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 458 mg/dl with a large level of ketones. The customer changed the infusion set site and a correction bolus was delivered to address the bg level. Tandem technical support had the customer perform a system check using the current supplies. The pump and infusion set tubing were found to be operating as expected. There was no reported damage the cannula that was removed and the customer declined to remove the current cannula. The customer's bg was within the target level.